Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that the customer had pump alarmed. The customer¿s blood glucose level was unknown at time of incident. The customer stated that the insulin pump kept alarming. The customer was advised the pump requires replacement and to discontinue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) due to corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with corroded force sensor assembly and moisture damage on motor assembly. Unable to verify error alarms or any type of alarms due to critical pump error.